Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Event description:
Arjo became aware of the event involving the maxxair ets system consisting of maxxair ets mattress and maxxair ets air supply installed on citadel plus bed frame. The customer reported that the middle section of the mattress didn¿t seem to stay inflated. The patient bottomed out and was feeling the bed frame. It resulted in the unstageable pressure injury (serious injury) development. The arjo service technician visited the facility and tested the system. Mattress fully inflated. No other faults apart from missing head board were found.